Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the pt, who self treats with oral diabetic medication, alleged that two of her lifescan meters would not turn on beginning approximately 20 days prior. The pt had never changed the battery in the meters, did not have a new battery or batteries available, and was using expired test strips. At 11:00 pm, two weeks after the pt's onetouch ultramini meter would not turn on, the pt was reportedly shaky, woozy, and feeling funny. The pt denied receiving treatment due to the alleged issue. Because the pt's symptom of shaking meets the criteria for a serious injury, the complaint is reported. The cca replaced the meter and strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.